Event description:
It was reported the implant did not seal and movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The device looked slightly canted, but met all position, anchor, size and seal (pass) criteria. The physician had no concerns based on intracardiac echo (ice) imaging. The patient was discharged. At a routine follow up, computed tomography (CT) imaging showed a leak on the ridge side and a possible shift into the mitral lobe. The physician used coils to close the leak on (B)(6) 2026. The patient is expected to make a full recovery.